Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump was unable to perform prime test due to keypad anomaly. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they took the battery out of the insulin pump and reinserted, but the anomaly persisted. The customer stated that they had low blood glucose during the night which was treated and in the morning they rebounded to high blood glucose. They had reverted to a backup plan. At the time of the call the customer's blood glucose was 12.0 mmol/l. The discontinuation of the device was advised. Nothing further was reported.